Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperable event occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint were confirmed, and the device failed in flow negative and positive. The device's blower needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperable event occurred. There was no harm or injury reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation, therefore the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.